Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was used to administer several treatment passes to a highly calcified lesion in the circumflex, which was narrow. Following treatment, contrast was injected, and a perforation was identified. A long balloon inflation was applied to seal the perforation. A stent was deployed with successful results. The patient remained stable.